Event description:
It was reported that the patient was not getting adequate coverage from the electrode placement and needed better electrode placement. The patient also wanted a system upgrade, so the full system was replaced. The rep noted there were no device issues, but reported the patient wanted better electrode placement. The devices were discarded and the issue resolved. The rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 19-may-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 14-dec-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.